Event description:
Pt was admitted to hosp for cardiac catheterization with intervention. After implantation of a second stent to the mid "lad" the vessel freely perforated. Implantation of a jostent did not seal the perforation. The pt subsequently arrested, was intubated and had emergency CABG. The pt expired in 2002.